Event description:
Per the clinic, the patient experienced pain and non-auditory sensations at the implant site and was a non-user with lack of benefit. Subsequently, the implant magnet was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.